Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was off by 1 hour. A technical support specialist verified and updated the station date and time settings. No further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system time was off by one hour. The customer was requesting a specialist to dial in and correct the system time. Due to the incorrect time setting, nurses were pulling medications earlier than scheduled, which was impacting proper medication timing and administration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.